Manufacturer narrative:
Pending investigation.

Event description:
As reported, the surgeon was preparing the patient's glenoid to receive a glenoid base plate during a reverse total shoulder procedure. A 42mm pilot tip reamer was being used when the pilot tip fractured at its base and separated from the reamer. The fractured tip was retrieved from the surgical site without incident. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the broken device reported was likely the result of applying a bending moment to the reamer during use, which led to brittle fracture of the pilot tip feature.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.